Event description:
It was reported that the bd alaris¿ pump module smartsite¿ texium¿ infuion set had flow issues while infusing methotrexate. The following information was provided by the initial reporter: "most often the issue is that the infusion pulls from the saline line which is diluting the methotrexate and preventing it from getting in on time or leaving the nurses to have to essential bolus the patient at the end of the infusion by increasing the rate to get it in on time. Alternately the bags have become like a vacuum seal at times and trapped medication in the bag in the creases which has compromised our ability to infuse the full dose. Most recently the pump had an error message ¿container empty¿ despite the fact that the drip chamber was over ½ full as of course was the tubing between the drop chamber and the pump. In our toddlers receiving methotrexate that volume can account for up to an hour of their dose at times."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there are flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ texium¿ infuion set had flow issues while infusing methotrexate. The following information was provided by the initial reporter: "most often the issue is that the infusion pulls from the saline line which is diluting the methotrexate and preventing it from getting in on time or leaving the nurses to have to essential bolus the patient at the end of the infusion by increasing the rate to get it in on time. Alternately the bags have become like a vacuum seal at times and trapped medication in the bag in the creases which has compromised our ability to infuse the full dose. Most recently the pump had an error message ¿container empty¿ despite the fact that the drip chamber was over ½ full as of course was the tubing between the drop chamber and the pump. In our toddlers receiving methotrexate that volume can account for up to an hour of their dose at times."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.